Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
Distributor reported on behalf of home care patient that during removal of the infusion site, the patient noticed that only a small section of the plastic cannula was attached to the infusion set and the remainder of the cannula was in the patient's skin. The home care patient reported that they attempted to extract the fragment by pressing around the area and attempting to pry the fragment out; however, the fragment remained under the skin. According to the reporter, the patient was advised to contact their healthcare professional to discuss the best methods to remove the fragment. No permanent adverse effects to the patient were reported.